Event description:
Clinical review an impella cpsa c9 device was inserted into the right femoral artery in a 81-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs) due to left main artery stenosis, in society for cardiovascular angiography & interventions (scai) stage e shock, prior to initiation of support. The patient was hemodynamically unstable in the cardiac catheterization laboratory, secondary to concomitant hemorrhagic shock. Hospital admission had occurred three days earlier because of a pulmonary artery embolism and a left-sided pelvic fracture. Since admission, the patient had experienced ongoing bleeding, which was confirmed on an emergency computed tomography (CT) scan performed. In addition, a hemothorax and a small pericardial effusion were identified. According to the physician, the pericardial effusion did not require a pericardiocentesis due to its small size. The initial hemoglobin level in the catheterization laboratory was <5 g/dl. The impella device was inserted via the right femoral access, as there was no pelvic fracture on that side. During the subsequent course, the patient required a massive transfusion protocol and continuous pharmacological resuscitation. In addition, the patient developed severe coagulopathy and profound metabolic derangement. Impella positioning was optimized using echocardiographic guidance. The consulting physicians decided to pursue conservative management. After five hours on support, the family withdrew care and the patient expired. The cause of death has not been determined. The death is being conservatively reported; however, the outcome is more likely attributable to the patient¿s underlying clinical condition upon hospital admission. Additional information was received that the patient had been fully anticoagulated prior to the procedure due to a pulmonary embolism. The purge solution was d5w sodium bicarbonate. In addition to full anticoagulation, the patient was loaded with antiplatelet medications following the intervention and stent implantation. Therefore, the patient's coagulopathy and bleeding risk were likely influenced by the combination of pre-existing therapeutic anticoagulation and the additional antiplatelet therapy required after percutaneous coronary intervention (pci) and stent placement.

Manufacturer narrative:
A1: date of birth is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.